Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Concomitant medical product - tprlc 133 type1 pps so 12.0, catalog # 51-10312,0 lot # 2818564. Unknown liner, catalog # ni, lot # ni. Unknown head, catalog # ni, lot # ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2017 - 04652, 0001825034 - 2017 - 04659 0001825034-2017-04594.

Event description:
It was reported that the patient alleged to left hip pain.